Manufacturer narrative:
The investigation determined that during a correlation testing event, higher and lower than expected vitros ipth results were obtained from eight patient samples processed on a vitrops system and compared to a non-vitros method (beckman dxi) to which the vitros ipth should have a 1:1 correlation. Ortho has identified a 40% positive bias comparing vitros ipth to alternative commercially available methods. The origin of the overall positive bias is currently not known. The investigation is ongoing. The (B)(6) district office was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. (B)(4).

Event description:
Higher and lower than expected vitros ipth results were obtained from eight (8) patient samples when compared to a non-vitros method (beckman dxi) to which the vitros ipth assay should have a 1:1 correlation. Sample m10: 87.1 and 79.6 pg/ml versus expected result of 60.9 pg/ml; sample m4: 6.4 pg/ml versus expected result of 23.0 pg/ml; sample f2: 86.6 pg/ml versus expected result of 62.8 pg/ml; sample f3: 87.0 pg/ml versus expected result of 65.5 pg/ml; sample f10: 83.0 and 79.1 pg/ml versus expected result of 57.7 pg/ml; sample m0002: 180.9 pg/ml versus expected result of 136.1 pg/ml; sample m0004: 77.4 pg/ml versus expected result of 57.3 pg/ml; sample m0008: 167.3 pg/ml versus expected result of 114.8 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were obtained during a correlation test event and were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).